Event description:
It was reported by sales representative at stryker (B)(4), that the consultant from (B)(6) hospital informed her that an exeter long stem has fractured. The consultant showed the x-rays and it was confirmed by the sales rep that "the femur and stem and bone broken in half", about half way down the prosthesis. It was also reported that the initial surgery was performed in 2001 at (B)(6) hospital. The revision surgery to remove the fractured stem was done on (B)(6) 2015. The original arthroplasty was done in 1987. Surgeon then revised it due to a peri-prosthetic fracture in 2001. It was reported that the surgeon believes that the implant gradually weakened over time due to poor bone quality and query femoral fracture. The patient presented with increased pain only a few weeks before his revision on (B)(6) 2015. No trauma was reported.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown exeter long stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
An event regarding stem fracture and periprosthetic fracture involving an exeter stem was reported. The event was confirmed. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: cup malposition with absent anteversion and medialized position have caused overload in the arthroplasty together with femoral factors of a lateral proximal cementation defect and lack of interdigitation between proximal cement and bone contributing to further effective loss of bone support around the proximal stem section. Development of a greater trochanteric pseudarthrosis was the final major factor to contributing to further overload in the arthroplasty leading to excessive fatigue accumulation and ending in fatigue fracture of the stem exactly at level of overload. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the root cause of this event was fatigue fracture of the stem exactly at level of overload, caused by cup malposition, loss of bone support around the proximal stem section and development of a greater trochanteric pseudarthrosis. Device return, patient history and follow-up notes are needed to further investigate the exact nature of the fracture. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported by sales representative at stryker (B)(4), that the consultant from (B)(6) hospital informed her that an exeter long stem has fractured. The consultant showed the x-rays and it was confirmed by the sales rep that "the femur and stem and bone broken in half", about half way down the prosthesis. It was also reported that the initial surgery was performed in 2001 at (B)(6) hospital. The revision surgery to remove the fractured stem was done on (B)(6) 2015. The original arthroplasty was done in 1987. Surgeon then revised it due to a peri-prosthetic fracture in 2001. It was reported that the surgeon believes that the implant gradually weakened over time due to poor bone quality and query femoral fracture. The patient presented with increased pain only a few weeks before his revision on (B)(6) 2015. No trauma was reported.